Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. UDI - (B)(4).

Event description:
The customer contacted physio-control to report that their device did not have any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient.  There was no patient use associated with the reported event.